Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an infusion flow block alarm event on (B)(6) 2025. The blockage was located in the tubing. No further information available.